Manufacturer narrative:
(B)(4). Report # 1531186-2013-03164 indicating the serial number as (B)(4). The correct serial number is (B)(4).

Event description:
Provider states the 6281-a walker will not lock open.